Event description:
A hospital in (B)(6) reported that there was water leakage from the mr290 vented autofeed chamber water feedset vent six days after use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint chamber was returned to the manufacturer for evaluation. The complaint chamber was visually inspected and connected to a water bag to test for leaks. Results: water leaked from the vent of spike when connected to the water bag, confirming the reported fault. The visual inspection revealed that the vent filter was not sealed in one area. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the seal of the vent filter was not sealed sufficiently causing the reported leak. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests the leak developed post production. The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient."